Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. The reference samples for the lot 6002002 have already been previously tested in the complaint (B)(4) on 17-jan- 2024. Test results: the reference samples were visually inspected. All test results were within specifications as per the test report 1814431. The reference samples were flow test. All test results were within specifications as per the test report 2279366. Device history record (DHR) review: the lot 6002002 was manufactured according to the document version 23 on the packing process in the line 01, on 29/jul/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 21/jul/2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded) and lot 6002002 and no more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025 the blockage was in the tubing. The patient replaced infusion sets and resumed insulin successfully. No further information available.